Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer reported that the pump is displaying a rainbow effect on the display screen. Customer also reported that the pump is experiencing a grinding noise during rewind. And, the customer reported that the insulin pump excessively alarmed no delivery. Customer's blood glucose levels were not included in the report. Customer reported that they woke up with high blood glucose levels and no feeling from the knees down. Customer stated that they were hospitalized for an infection in the foot. Customer did not mention whether their hospitalization was diabetes related. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not being returned or replaced.